Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that deviated from the instructions for use (IFU). The user may detect the suggested event by handling the device in accordance with the following IFU: - inspection of the endoscope the user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: - brushing the channels olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation of the air/water tube and biopsy channel were clogged was confirmed. Foreign material found on suction cylinder due to insufficient reprocessing and leakage was found in the a-ring. Additionally, the grip was scratched, the air/water and suction cylinder were discolored, the universal cord coat was peeling, the bending tube braid had deteriorated, the electrical connector was corroded, the connecting tube coat was peeling, the connection-cover had a dent and the angulation was out of standard. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, while using evis exera ii colonovideoscope had massive grain contamination in the air/water channel and biopsy channel. During testing and inspection of the returned device, the suction cylinder was clogged with foreign matter. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Event description:
Follow up was conducted with the customer and the following procedural/patient information was reported. The event date was provided. The intended procedure was a diagnostic colonoscopy which led to a therapeutic polyp removal. The procedure was not completed because suction was no longer possible and not all bowel sections could be sufficiently viewed. A slight delay was reported but no patient harm or impacted was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: patient identifier: (B)(6). Follow up was conducted with the customer and the following procedural/patient information was reported. The event date was provided. The intended procedure was a diagnostic colonoscopy which led to a therapeutic polyp removal. The procedure was not completed because suction was no longer possible and not all bowel sections could be sufficiently viewed. A slight delay was reported but no patient harm or impacted was reported. Additional concomitant devices in use were provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.